Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no cracks on the lcd window. However, the pump had minor scratches on the lcd window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a crack on the display. The customer stated that the crack was really deep and went from the top towards the middle. The customer's blood glucose was 160 mg/dl. The customer stated that the damage occurred when the insulin pump fell out of her pocket into the bathroom. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.